Manufacturer narrative:
The sample is not available for analysis. Additional info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
We have just received a serious incident report from one of our customers in another country, and would like you to be informed. The PICC line was inserted into a premature baby in 2007. At the moment of PICC insertion, it was observed by x-ray the line was 3cm too far into the body. Before permanently fixing the catheter, the dr pulled the line back 3cm from the venipuncture point. The catheter was secured with visulin. The night between four days later and the following day, the baby passed away after intensive care (ventilation, CPR, and adrenaline injection). The doctors considered the material too "elastic". In their report, the doctors invoked the hypothesis "pericarditis extravasation" from liquid and the cause could be linked to the PICC. After the post mortem x-ray, it was observed that the catheter formed a loop in the right atrium.